Event description:
It was reported that shaft break and removal difficulty occurred which required surgical intervention. The target lesion was located in the right coronary artery (rca). A 3.50 x 32mm synergy xd drug eluting stent was advanced for placement in the rca. Pre-dilation was not performed. The stent was deployed, and the balloon became stuck upon removal. Additional attempts to remove the balloon were unsuccessful and resulted in a shaft break, leaving the balloon portion inside the rca. As a result, the patient was sent to surgery where they attempted to remove the balloon, however, were unsuccessful. The balloon was left in the rca and the patient underwent a bypass to the rca to treat the event. There were no further complications reported as a result of this event.

Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr us 3.50 x 32mm stent delivery system (sds) was returned for analysis: visual / tactile inspection that a visual and tactile examination of the hypotube shaft identified a break at 14cm distal to the distal end of the strain relief. A second break was noted at the guidewire exchange port with the proximal section not returned for product analysis. Multiple hypotube kinks were also noted. A break was noted at the guidewire exchange port with the distal section including the distal extrusion, balloon, tip and stent not returned for product analysis. Evidence of stretching at the guidewire exchange port was also noted. B3: date of event: use first date of the month of aware date since event date was not provided.

Event description:
It was reported that shaft break and removal difficulty occurred which required surgical intervention. The target lesion was located in the right coronary artery (rca). A 3.50 x 32mm synergy xd drug eluting stent was advanced for placement in the rca. Pre-dilation was not performed. The stent was deployed, and the balloon became stuck upon removal. Additional attempts to remove the balloon were unsuccessful and resulted in a shaft break, leaving the balloon portion inside the rca. As a result, the patient was sent to surgery where they attempted to remove the balloon, however, were unsuccessful. The balloon was left in the rca and the patient underwent a bypass to the rca to treat the event. There were no further complications reported as a result of this event.

Manufacturer narrative:
B3: date of event: use first date of the month of aware date since event date was not provided.